Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after the 7.0 x 30 mm absolute pro self expanding stent system (sess) was removed from the package, it was observed that 3 mm of the stent was exposed; therefore, the device was not used. There was no patient involvement. A new absolute pro sess was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.